Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, lot# unknown, product type: recharger. Product ID: neu_unknown, lot# unknown, product type: unknown. Product ID: neu_unknown_prog, lot# unknown, product type programmer, physician. Product ID neu_ens_stimulator, lot# unknown, product type external neurostimulator. Product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_ins_stimulator, lot# unknown, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Concerns evolve workflow at the pain clinic at the (B)(6) hospital summary: at the pain clinic at the (B)(6) hospital, between arpil 2018 ¿ december 2019, 38 patients were implanted with a complete medtronic scs system (vectris lead 75 directly connected to an intellis adaptive stim ipg). Patients were included according to the guidelines of the dutch neuromodulation society (vereniging voor neuromodulatie nederland (vvnn), in combination with the questionnaires of the promise database. Reported event: one patient had an infection, after which the system was removed. No specific device information provided.